Manufacturer narrative:
This report is being submitted as follow up no. 2 for mfg. Report no. 9681835-2015-00024 to provide the retention sample evaluation. The lot number is unknown for this complaint. Based on the customer's sales history, the following are potential lot numbers 150108s, 150201s, 150202s, 150219s, 150401s, 150406s and 150407s. The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore the investigation was based on the user facility information and five retention samples from the above stated lot numbers. It was confirmed that the safety cover shielded the tip of the inner needle normally on all thirty-five retention samples. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
This report is being submitted as follow up no. 2 for mfg. Report no. 9681835-2015-00024 to provide the retention sample evaluation.

Manufacturer narrative:
A review of the manufacturing inspection records and device history records for the last six months was conducted with no relevant findings. The device labeling does address the potential for such an occurrence in the instructions-for- use: " for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly". "Do not attempt to re-insert a partially or completely withdrawn needle". (B)(4). All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a nurse incurred a needle stick. Follow up communication with the user facility reported: the nurse withdrew the inner needle after the surflo IV catheter was injected into the patient; blood was flowing out of the catheter after withdrawing the inner needle; the nurse then placed the withdrawn needle in the tray and connected the catheter to the route; afterwards, the nurse picked up the withdrawn needle and incurred a needle stick; it was reported the safety cover did not shield the needle tip; and the nurse had a test and is under observation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681835-2015-00024 to provide a follow up on the status of this report. The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681835-2015-00024 to provide a follow up on the status of this report.